Manufacturer narrative:
The unit was returned to us by a dealer with no explanation. Examination revealed the switch would not turn on because of a short in the circuit-board. The switch is damaged beyond determining the cause of the failure. It is being returned to the supplier for further inspection. The pad itself appears to have been used in an abusive way, but we cannot determine if that contributed to the switch failure.

Event description:
The unit was returned to us by a dealer with no explanation. Examination revealed the switch would not turn on because of a short in the circuit-board.